Event description:
It was reported that the customer's insulin pump shuts down, and then tries to restart itself. The insulin pump has issues with off no power. It was also reported that the customer received a failed battery test. Troubleshooting occured. Customer's blood glucose level at the time 3.8mmol/l. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with operating currents out of specifications problem isolated to lcd board. There was no off no power alarms noted. There was no failed battery test alarms noted. The insulin pump was received with cracked reservoir tube lip.